Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added; d9: device availability added; e3: occupation added; g1: contact office updated; g2: report source added; g3: date received by manufacturer added; g6: type of report; h2: follow up type updated; h3: device evaluated by manufacturer updated to no; h4: device manufacturer date added; h6: type of investigation updated to 3331: analysis of production records; h6: type of investigation updated to 4114: device not returned; h6: type of investigation updated to 4119: insufficient information available; h6: investigation findings updated to 3221: no findings available; h6: investigation conclusions updated to 4315: cause not established.

Event description:
It was reported that the patient was experiencing pain along the spine while using the spinal pak stimulator. The pain is below the skin to the left side of the lumbar spine. The patient has been wearing the unit 24/7. The patient rated the pain as a 9.5/10 on a scale of 1 to 10, with 10 being the highest. The patient stated that he has not increased his daily activity. The patient did not contact his physician. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical product: spinalpak assembly: catalog: 1067716, serial: # (B)(4). Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
Patient is having pain along the spine it was reported that the patient was experiencing pain along the spine while using the spinal pak stimulator. The pain is below the skin to the left side of the lumbar spine. The patient has been wearing the unit 24/7. The patient rated the pain as a 9.5/10 on a scale of 1 to 10, with 10 being the highest. The patient stated that he has not increased his daily activity. The patient did not contact his physician. It was reported that no further information is available.